Event description:
Doctor had two device failures on the same patient in 2006. A contralateral approach was used with a 7fr ansel 1 sheath to access very calcified disease in the sfa and popliteal. After several cleanings, the thumbswitch jammed (ms p4016) and it was thought that perhaps calcium was related to the inability of the device to operate. Another device (ss p4020) was used to treat tibial disease (tpt and at). After four passes the device again jammed (the thumbswitch could not be actuated). In trying to close the device, the doctor noted an embolization. He used a thrombectomy catheter to retrieve 5 or 6 small pieces of plaque (no filter device was being used). He used a new device (ms p4016) to finish the treatment in the sfa and popliteal without incident. The patient was fine with no adverse clinical sequela. The doctor could not with certainty determine which of the devices (ss or ms) likely caused the emboli, although the embolization was noted during use of the ss device. Given the uncertainty related to a specific device, a second MDR was filed with the same information.